Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b - adverse event or product problem and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross transseptal sheath was selected for use. During preparation, the sheath's valve malfunctioned, while outside of the body. The device was replaced and the procedure was completed. No patient complication was reported. The device is not expected to return as disposed. It was further reported that the sheath's valve was damaged and air ingress occurred. Air had ingress form the valve. This issue occurred outside of patient, during preparation.

Event description:
It was reported that a versacross transseptal sheath was selected for use. During preparation, the sheath's valve malfunctioned, while outside of the body. The device was replaced and the procedure was completed. No patient complication was reported. The device is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.